Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site after the first incident. The fse inspected the instrument and the data, and then replaced the seals on the reagent pump valve 1 (rpev1) and the reagent wash pump 1 (rwp1), and flushed reagent pump 1 (rp1). Correlations and qc were verified. After the second incident, the fse discovered the problem related to an excess amount of air in the rwp1 pump. The check value was replaced and rp1 was primed. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site after the first incident. The fse inspected the instrument and the data, and then replaced the seals on the reagent pump valve 1 (rpev1) and the reagent wash pump 1 (rwp1), and flushed reagent pump 1 (rp1). Correlations and qc were verified. After the second incident, the fse discovered the problem related to an excess amount of air in the rwp1 pump. The check value was replaced and rp1 was primed. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site after the first incident. The fse inspected the instrument and the data, and then replaced the seals on the reagent pump valve 1 (rpev1) and the reagent wash pump 1 (rwp1), and flushed reagent pump 1 (rp1). Correlations and qc were verified. After the second incident, the fse discovered the problem related to an excess amount of air in the rwp1 pump. The check value was replaced and rp1 was primed. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site after the first incident. The fse inspected the instrument and the data, and then replaced the seals on the reagent pump valve 1 (rpev1) and the reagent wash pump 1 (rwp1), and flushed reagent pump 1 (rp1). Correlations and qc were verified. After the second incident, the fse discovered the problem related to an excess amount of air in the rwp1 pump. The check value was replaced and rp1 was primed. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site after the first incident. The fse inspected the instrument and the data, and then replaced the seals on the reagent pump valve 1 (rpev1) and the reagent wash pump 1 (rwp1), and flushed reagent pump 1 (rp1). Correlations and qc were verified. After the second incident, the fse discovered the problem related to an excess amount of air in the rwp1 pump. The check value was replaced and rp1 was primed. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site after the first incident. The fse inspected the instrument and the data, and then replaced the seals on the reagent pump valve 1 (rpev1) and the reagent wash pump 1 (rwp1), and flushed reagent pump 1 (rp1). Correlations and qc were verified. After the second incident, the fse discovered the problem related to an excess amount of air in the rwp1 pump. The check value was replaced and rp1 was primed. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site after the first incident. The fse inspected the instrument and the data, and then replaced the seals on the reagent pump valve 1 (rpev1) and the reagent wash pump 1 (rwp1), and flushed reagent pump 1 (rp1). Correlations and qc were verified. After the second incident, the fse discovered the problem related to an excess amount of air in the rwp1 pump. The check value was replaced and rp1 was primed. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia 1650 glucose results were obtained and reported on two different days, (B)(6) 2010. One discordant sample was reported on the first day. The pt was given insulin. Six discordant samples were reported on the second day. One pt was given insulin. The samples were rerun and corrected reports were issued. There are no reports of further pt intervention or adverse health consequences. Due to the discordant glucose results and subsequent administering of insulin.

Event description:
Discordant advia 1650 glucose results were obtained and reported on two different days, (B)(6) 2010. One discordant sample was reported on the first day. The pt was given insulin. Six discordant samples were reported on the second day. One pt was given insulin. The samples were rerun and corrected reports were issued. There are no reports of further pt intervention or adverse health consequences. Due to the discordant glucose results and subsequent administering of insulin.

Event description:
Discordant advia 1650 glucose results were obtained and reported on two different days, (B)(6) 2010. One discordant sample was reported on the first day. The pt was given insulin. Six discordant samples were reported on the second day. One pt was given insulin. The samples were rerun and corrected reports were issued. There are no reports of further pt intervention or adverse health consequences. Due to the discordant glucose results and subsequent administering of insulin.

Event description:
Discordant advia 1650 glucose results were obtained and reported on two different days, (B)(6) 2010. One discordant sample was reported on the first day. The pt was given insulin. Six discordant samples were reported on the second day. One pt was given insulin. The samples were rerun and corrected reports were issued. There are no reports of further pt intervention or adverse health consequences. Due to the discordant glucose results and subsequent administering of insulin.

Event description:
Discordant advia 1650 glucose results were obtained and reported on two different days, (B)(6) 2010. One discordant sample was reported on the first day. The pt was given insulin. Six discordant samples were reported on the second day. One pt was given insulin. The samples were rerun and corrected reports were issued. There are no reports of further pt intervention or adverse health consequences. Due to the discordant glucose results and subsequent administering of insulin.

Event description:
Discordant advia 1650 glucose results were obtained and reported on two different days, (B)(6) 2010. One discordant sample was reported on the first day. The pt was given insulin. Six discordant samples were reported on the second day. One pt was given insulin. The samples were rerun and corrected reports were issued. There are no reports of further pt intervention or adverse health consequences. Due to the discordant glucose results and subsequent administering of insulin.

Event description:
Discordant advia 1650 glucose results were obtained and reported on two different days, (B)(6) 2010 and (B)(6) 2010. One discordant sample was reported on the first day. The pt was given insulin. Six discordant samples were reported on the second day. One pt was given insulin. The samples were rerun and corrected reports were issued. There are no reports of further pt intervention or adverse health consequences, due to the discordant glucose results and subsequent administering of insulin.